Manufacturer narrative:
Method - lens work order search. Results - a visual inspection of the returned product found half of the iol is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4204vf silicone single piece iol. The capsule bag tore during iol insertion into the patient's right eye, a vitrectomy was performed. The incision was not enlarged to remove the iol. An anterior chamber lens was implanted and one suture was used.

Manufacturer narrative:
Results: device history review: after reviewing the complaint file, device history record and performing a root cause analysis, there is no direct evidence found to be related to the manufacturing process of the lens as a root cause of this complaint. Therefore it is determined that the root cause of the capsule tear is unknown. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined.

Manufacturer narrative:
Medical review: od: reportedly posterior capsular tear had occurred during iol (one-piece silicone lens) insertion requiring intraoperative lens removal. A vitrectomy was performed and an anterior chamber lens was successfully implanted. No reported postoperative sequelae. It should be noted that user error (surgeon`s technique) could have caused/contributed to the event. Conclusions: based on the complaint history, work order search, device history review and medical review, a specific root cause of this event could not be determined.